Event description:
Pt fell from bed while nurse was performing care. The lock assembly for the bed rail would not lock because the entire assembly would move, keeping the locking rods out of their holes causing the side rail to drop when pressure was applied to it. Bed was deemed unsafe and returned to vendor.